Event description:
It was reported that due to pocket erosion and infection, the device and leads were explanted. Replacement was anticipated. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2019-00543, 2938836-2019-00256, 2017865-2019-00547.

Manufacturer narrative:
Additional information: the sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Interrogation of the device revealed it was above its elective replacement indicator (eri) when received.